Event description:
Screw was used with apifix device. Complaint was discovered when explants were sent to op for analysis from apifix. During monitoring, as part of the pas study, apifix identified on 17-jan-2024 that patient # (B)(6) (pas # 086-a048) was scheduled for a removal surgery on 26-jan-2024 due toscrew pull-out and subsequent implant migration. According to the report, 'the most distal of the proximal screws has plowed through the pedicle causing increase in the kite angle'.